Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases flat, delamination valve, and delamination plug strap disk shell. Leak test and microscopic analysis were performed which identified total delamination of the valve, and total delamination of the plug strap disk shell. Based on the device analysis the final assessment was total delamination of the valve and plug strap disk shell due to adhesive failure.

Event description:
Healthcare professional reported a right-side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device was explanted.